Manufacturer narrative:
The instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional information is received. On (B)(4) 2013, the isi clinical sales rep (csr) who reported this event was contacted. The csr indicated she was not present during the surgical procedure when the injury to the pt occurred; however, the surgical staff informed her that arcing from the monopolar curved scissors instrument with the tip cover accessory installed, was not observed. The surgical staff indicated that the tip cover was inspected and that the dark gray area of the tip cover appeared to have a "slit." A colorectal surgeon was consulted to assess and repair the damage to the pt's bowel. The colorectal surgeon performed a resection to repair the damage to the pt's bowel. On (B)(4) 2013, the csr contacted the colorectal surgeon regarding the pt's status and the colorectal surgeon indicated that the pt recovered well. Isi has made several attempts to contact the site to obtain additional information regarding the reported event; however, no additional information has been provided as of the date of this report.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was using the monopolar curved scissors instrument with the mcs tip cover installed, the pt's fallopian tube and bowel were burned.